Event description:
It was reported that during a da vinci-assisted low anterior resection, the tip of the fenestrated bipolar forceps (fbf) instrument broke during the procedure. There was damage to the "fiberglass sheath" near the metal tip and was stuck a 90 degree angle, which did not allow the instrument to be pulled out of the cannula. Instead, the whole cannula was pulled out with the instrument by the physician's assistant. When doing so, it caused some soft tissue damage. The injury was small enough that it did not require a repair/intervention. It is unknown what surgical task was being performed at the time of the damage or if this resulted in tissue being entrapped in the instrument's jaws. There was nothing out of the ordinary with the instrument and there were no fragments that fell into the patient. The procedure was completed robotically.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) for failure analysis (fa) which confirmed the customer reported complaint. The instrument was found to have a broken main tube approximately 1.591" from the distal tip and a piece measuring proximately 0.205" x 0.307" was not returned with the instrument. Components adjacent to this broken main tube show damage. The distal tip was completely removed from the instrument. The instrument was also found to have fully broken grip and distal pitch cables at the proximal clevis hole. There was no discoloration, corrosion, or contamination on either cable. Further inspection found no abnormally sharp or damaged components. Additionally, the instrument was also found to have a broken conductor wire at the proximal clevis hole. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument and components adjacent to the broken wire show damage. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.